Event description:
It was reported that the patient's scs ipg would not communicate. The patient reported having a surgery in (B)(6) 2018 and did not set the system to surgery mode. The patient reported the device was unable to communicate following the surgery. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Stimulation was reportedly restored postoperatively.

Manufacturer narrative:
The correct "explante" date is (B)(6) 2018.